Event description:
It was reported that device contamination occurred. A .018/260cm platinum plus guidewire was selected for use. However, prior to procedure, it was noticed that the device arrived with inner seal compromised, packaging was damaged, and the box was crumbled and looked like a dried cardboard. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device media analysis: the complaint device was not returned by the customer; nevertheless, the customer did provide pictures related to the complaint. The photo shows the original box with damage and wrinkles; consequently, confirming the reported complaint related to packaging damaged/defective. It is important to mention that only the outer box was visible at photo attached; therefore, the original pouch was not visible. Consequently, the reported complaint related to foil pouch seal compromised was not confirmed.

Event description:
It was reported that device contamination occurred. A .018/260cm platinum plus guidewire was selected for use. However, prior to procedure, it was noticed that the device arrived with inner seal compromised, packaging was damaged, and the box was crumbled and looked like a dried cardboard. No patient complications were reported.